Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition, we are unable to confirm the bent cannula to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to around 500 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the needle failed to retract back into the pod. When removed from the infusion site, the pod's cannula was found bent. As treatment, an insulin shot was administered and a new pod was applied.